Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer's blood glucose level. Cts educated the caller about the minimum fill recommendation for their pump and instructed them to add insulin to the existing cartridge. After following these instructions, the caller was able to successfully complete the load process and resume insulin delivery.